Manufacturer narrative:
(B)(4). Concomitant medical products: ep-108626 e-poly 44mm +3 mrom lnr sz26 714400, 139256 m2a-magnum 42-50 tpr insrt std 316700, unknown biomet intergral 180, primary stem 14*180 unknown. Customer has indicated that the device will not be returned for evaluation. A follow up MDR will be submitted once the investigation is completed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03251, 0001825034-2018-03252.

Event description:
It was reported that during second stage re implantation 300 cc of hematoma was removed. No additional information was provided.

Manufacturer narrative:
The complaint is confirmed based on the surgical op notes that were provided. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.